Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient inability to drive at night and trouble reading. The iol was exchanged for unspecified lens model 2 months and 16 days after the initial implant procedure. Clinical reason for explant was reported as visual discomfort. Additional information has been requested.

Event description:
Additional information has been received and stated that events affect ability to drive at night and trouble reading, visual discomfort, patient states: "she cannot read at all at the computer or when reading a book.

Manufacturer narrative:
Additional information was provided in a.2., b.5., b.6., b.7. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporter stated the company 195 diopter iol (intraocular lens) was replaced with a company 220 diopter iol. An iol exchange for a difference equal to or greater than two diopters indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 19.5 diopter lens was exchanged to a company 22.0 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).